Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. While attempting to bolus, the insulin pump would not deliver insulin. Customer's blood glucose level at the time 400 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump received with intermittent esc and act button response due to corroded keypad traces. Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.